Manufacturer narrative:
This case was initially received via regulatory authority (igj) on 03-jul-2019. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('4th markers were cut off/ broke down'), embedded device ('4th markers remain stuck') and medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and complication of device removal ("device removal incomplete") and underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced eczema ("eczema"), asthenia ("less energy"), musculoskeletal discomfort ("joint complaints"), mood swings ("mood swings"), premenstrual syndrome ("pms") and acne ("acne"). The patient was treated with surgery (essure and fallopian tubes were removed). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, embedded device, medical device removal, complication of device removal, eczema, asthenia, musculoskeletal discomfort, mood swings, premenstrual syndrome and acne outcome was unknown. The reporter provided no causality assessment for acne, asthenia, complication of device removal, device breakage, eczema, embedded device, medical device removal, mood swings, musculoskeletal discomfort and premenstrual syndrome with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority igj on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('4th markers were cut off/ broke down'), embedded device ('4th markers remain stuck') and medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and complication of device removal ("device removal incomplete") and underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced eczema ("eczema"), asthenia ("less energy"), musculoskeletal discomfort ("joint complaints"), mood swings ("mood swings"), premenstrual syndrome ("pms") and acne ("acne"). The patient was treated with surgery (essure and fallopian tubes were removed). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, embedded device, medical device removal, complication of device removal, eczema, asthenia, musculoskeletal discomfort, mood swings, premenstrual syndrome and acne outcome was unknown. The reporter provided no causality assessment for acne, asthenia, complication of device removal, device breakage, eczema, embedded device, medical device removal, mood swings, musculoskeletal discomfort and premenstrual syndrome with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.